Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio meter. On (B)(6) 2014, inratio: 2.4, lab: 1.6. Less than five minutes between inratio and lab test. Pt's therapeutic range 2.0 - 3.0.